Event description:
User noted a leak coming from the power cord area of the instrument onto the floor. No patient samples were involved and no one was harmed due to the leak. The field service representative determined the cause to be water overflowing from mixer bath due to clogged waste tubing, and cleaned waste tubing. Performance tests performed and within specification.